Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was upgraded. There have been no allegation against this device. This event was created due to laboratory analysis.